Event description:
It was reported that when the device was used during a "vats" procedure, there was staple line bleeding. (Amount not available) the surgeon put some overstiches to stop bleeding. There was no consequence to patient. The device was discarded.